Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt reported an intermittent soft "clicking" noise, which occurs about every 3rd day, with the audio processor off only, and lasts for a few hrs. The pt did not have any discomfort during these episodes. Reportedly, the pt has many medical issues. The clinic stated that the pt's medical issues could be affecting the pt's progress and thought that the noise could be tinnitus related. Asper latest information received, pt's general health condition has improved over time but his audiological performance has not. Re-implantation surgery is in the process of being scheduled.